Event description:
Patient presented to the physician with swelling and weeping around the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with continued swelling at the ipg site. Physician brought the patient into the or and removed a blood clot from the ipg pocket. Patient presented back to their physician with fluid present around the ipg. Physician prescribed antibiotics. This resolved the issue.